Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that an occlusion alarm occurred. The customer declined to troubleshoot and continued insulin therapy successfully. Customer¿s blood glucose level was 120 mg/dl.